Manufacturer narrative:
Product analysis: analysis of the logs were able to confirm the customer comment of a frozen application screen with a subsequent reboot. The logs showed the user was inactive for an hour while in session, the inactivity timer was triggered and ended the application. When the session was ended, the user was still inactive for more than 5 minutes, this is when the operating system inactive timer caused the screen to auto-lock. After 3 minutes, the user foregrounded the application and started session again. Initial reports were generated but no activity was observed after report generation. The user may have been stuck in report generation in progress window. The user restarted and was using the application for some time. The operating system update took down the control to install the new version of the operating system. The logs clearly indicate the operating system was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application froze whilst in use. The programmer was initially used to interrogate the implantable device and programmed. The case proceeded and it was noted that the mobile programmer screen was off, the device was turned back on but the mobile screen had frozen. The application was then restarted and successfully re-interrogated. It was noted that 5 minutes later the tablet screen displayed the logo screen with a loading bar. The device remains in use. No patient complications have been reported as a result of this event.